Manufacturer narrative:
Upon receipt the lead was found cut 22.5cm distal to the df-1 connector pin and ruptured 49cm distal to the df-1 connector pin. A proximal, medial and a distal lead fragment were received for analysis, medial and distal fragment are connected via the inner conductor coil. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 16cm distal to the df-1 connector pin the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing and inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages like the deformed rv shock coil as well as the between the atrial ring electrodes rupture of insulation and all conductor cables most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 80 months after the implantation this lead was explanted due to ventricular oversensing.